Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of dissection and thrombosis are listed in the emboshield nav6 instruction for use as known patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was a procedure to treat a lesion in the heavily calcified de novo mid right superficial femoral artery (sfa) and popliteal vessels. The barewire was advanced in the peroneal artery and the nav6 system was deployed in distal popliteal to catch emboli during atherectomy. Atherectomy was performed in the sfa and proximal popliteal, three passes were performed with the jetstream device. When removing the jetstream device, it appeared that the wire was accidentally pulled bringing back the wire and filter almost into the sheath. The filter and wire were retracted into the sheath and removed from the patient. The atherectomy had caused a few dissection flaps in sfa and the popliteal looked awful, likely from too many passes with jetstream. Although it was hard to see in angiogram; it is possible that dissection and thrombus occurred in the popliteal. A covered stent was placed to cover the sfa and endarterectomy was performed on the popliteal. The patient will require further interventional procedures to achieve a good outcome in the tibial vessels. The physician is unsure if the emboshield nav6 or barewire caused or contributed to the dissection. No additional information was provided.